Manufacturer narrative:
This report is submitted on august 27, 2020.

Event description:
Per the clinic, the patient experienced cellulitis and was treated with topical antibiotics (specific date not reported). It was reported the patient also experienced skin overgrowth on the abutment. The patient was placed under a general anaesthetic on (B)(6) 2020, in order to remove the abutment.